Event description:
The customer reported the reprocessing program could not be performed on the device during reprocessing. The issue involved an olympus rhino laryngo videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide connector was damaged which led to the device being unable to be reprocessed. The most probable cause was due a mechanical shock problem. The mechanical shock problem was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.